Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in nantes, france. Through follow-up communication with the customer, livanova learned that: the device is cleaned regularly according to the instructions for use; disposable gloves are used solely for heater cooler 3t system during cleaning; the h2o2 is checked every day since the device is stored full of water; h2o2 is added every 7 days when the water in the tanks is changed; a disposable pall-aquasafe water filter with an 0.2 ¿m membrane used for tap water or equivalent performance filter is used; the 3t aerosol collection set is replaced after the allowed use period; positive results on water samples was related to post-disinfection; the hc3t field blue tubing set #96-410-774 used with the heater-cooler is replaced each year; the device is placed inside the operation theatre during use; prior to initial operation and prior to storing the heater cooler 3t system, the surfaces are disinfected. In addition, livanova learned that prior to storing the heater cooler 3t system, the water circuits are not disinfected. This is not in accordance with device instructions for use and this deviation may have led/contributed to the reported contamination.